Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that insulin was spilled into the reservoir compartment during priming. The blood glucose reading was 600 mg/dl. The customer's wife was taking the customer to the hospital. The customer had a head injury. The customer's wife declined to troubleshoot for the high blood glucose. The insulin pump was not returned or replaced.